Event description:
Reporter alleged obtaining a discrepant blood glucose result of 207 mg/dl on complete system 1 compared back to back with a result of 103 mg/dl on complete system 2 when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 55044, expiration date 06/30/2009). Reference medwatch report is for the suspect device used in system 2.